Event description:
The customer contact reported the device door roller and the door roller pin were broken. The device was returned to the biomedical department with an unsigned note that stated, "broken door latch." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the pump was in clinical use. During testing at the user facility, it was noted that the device door roller pin were broken. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The customer contact reported the device was repaired at the user facility and was returned to clinical service. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.